Event description:
Additional information received reported that the coroner's office asked a medtronic neuromodulation field representative to come read the pump to confirm that the pump did not malfunction. The person at the coroner's office stated that the patient did not die of an overdose or from the pump. The patient's symptoms at the time of death were unknown. It was additionally reported by the coroner's office that they did not believe the patient received an overdose of morphine; they would like to verify that it was functioning properly. The pump system was being used to deliver infumorph.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found. Final device analysis of the catheter revealed the following: there was a tear noted in the seal near the guide ring.

Event description:
A patient death was reported. The patient was implanted on (B)(6) 2012. Everything was noted to have gone "fine" during the implant, and the patient was noted to have been fine after the implant. It was reported that at some point the physician gave the patient a dose increase. On (B)(6) 2012 the physician was notified that the patient's wife had found the patient the following morning deceased. It was noted that the patient was "wearing a patch which he should not have been using with the pump". The pump was to be evaluated for possible malfunction. An autopsy had been performed but the results were unknown. As of the date of this report, the cause of death had not been determined. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.